Event description:
It was reported the ar-9401-10, small left guide, version rod broke off in the hole and cannot be removed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9401-10, batch 250180606 was received for investigation. Visual inspection identified that nothing was present inside the central cannulation of the guide. However, a pin was broken and stuck within the 40° hole along the outer diameter of the guide and could not be removed. As such, the od of the pin and the ID of the hole could not be assessed. The observed condition is most likely the result of user applied mechanical forces during use, resulting in the breakage of the pin.